Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The op report documents this patient initially had this valve implanted for endocarditis. It is not unusual to have a recurrence of endocarditis that either results in death or removal of the infected device. When this occurs, the organisms causing the endocarditis were never completely eliminated. The cause of death was not provided; however, it's possible that this patient expired from complications of his infection. No further actions are possible with the available information.

Manufacturer narrative:
As received, all 3 leaflets had cut areas. Cut sections were not returned with the device. All 3 leaflets had vegetation in the cusp areas on the outflow and inflow aspect. Observations are consistent with infection as described in the initial report. Free margin of leaflets 2 and 3 exhibited minimal calcification. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at both the stent inflow and stent outflow. The x-ray demonstrated calcification. The initial report of endocarditis was confirmed through visual observation of the subject device. There is no change in the original conclusion of this case. No further actions being taken.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 7 months due to prosthetic mitral valve endocarditis. Per the op report, this patient developed endocarditis with vancomycin-resistant enterococci (vre) last september, requiring mitral valve replacement (mvr) with the subject device. The patient had a "rocky" postop course, but ultimately recovered. The patient now represented with a large extensive mobile vegetation on his mitral valve that was prolapsing in and out of the left ventricle. In addition, he had profound thrombocytopenia concerning for possible hit and at that time since he was table, no emergency surgery was planned. The following day, the patient developed a near cardiac arrest with profound st changes and became completely unresponsive likely due to cardiac embolization. Fortunately, the patient recovered from this at and that time, was referred for redo surgery. The patient then developed an acute cva with aphasia and right-sided weakness. He was found to have an acute embolic stroke of his branch of his left middle cerebral artery. A stat head CT as that time showed no bleed. It was felt that if emergency surgery was not performed with 2 significant embolization events within 2 hours of each other, the patient would likely not survive. Therefore, the patient presented for high-risk salvage operation for a redo-mvr. Intraop tee revealed extensive debris in his left atrium and on his left mitral valve with an ef approx. 40%. Upon inspection of the mitral valve, there was an extensive amount of clot, fibrinous material encompassing the entire left atrium, as well as extensive debris on the mitral valve. All of the debris was debrided and the mitral valve was explanted. The remaining tissue from the annulus was debrided and a 31 mm prosthetic valve was implanted. The patient was able to be weaned from cardiopulmonary bypass and examination showed a well-seated, well-functional bioprosthetic mitral valve with no other debris in the left atrium. Of note, it was also reported that the patient was made comfort measures only per family's request and expired on pod #9. Cause of death not provided.